Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was capped due to low r-wave measurements. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) the lead appeared to be out of position on flouro. The lead was replaced with a new endotak lead.